Event description:
Internal programming history was reviewed where it was found that the charge consumed (%) did not deplete more quickly than expected as compared to the battery voltage measurements. According to this data, there is no evidence that suggests the device prematurely depleted. The high impedance captured within the programming history is reported in mfg report # 1644487-2019-00401. No known surgical intervention has occurred to date.

Event description:
It was reported that the physician felt that the battery consumption was quicker than expected, and a "wait and see" approach will be taken, to determine if the patient's generator will be replaced. The device history records were reviewed and confirmed that the generator was not manufactured when laser-routing was in use. The device met all specifications for release prior to distribution. No known surgical intervention has occurred to date. No further relevant information has been received to date.